Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed pump was started & run without issue. The logs also showed the placement signal was disabled after placement signal issue occurring & multiple suction alarms. Per clinical description, the pump was potential interaction in graft with clamp & might affect to the optical signal of the pump. However, the root cause of the optical signal issue was unable to be determined as limited clinical details were provided and no product was returned for review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was lost. The alarm was disabled, and pump support continued without interruption. There was no reported harm to the patient.